Event description:
It was reported that during a laparoscopic hiatal hernia procedure, the air seals were not working on four devices, and blood was splattering out of the devices due to pressure in the abdomen. The devices were not replaced and the surgeon worked through the problem. There was no patient injury and no potential harm. This report is for the first device. See MFR report numbers: 2134070-2013-00096, 2134070-2013-00098 and 2134070-2013-00099 regarding the other devices.

Manufacturer narrative:
Final device investigation found that the device returned was model eth2cb5lt and not ethcb5lt. The device was returned in good visual condition. The device was pressure tested and showed no signs of leaking both with and without an obturator inserted into the device. As no packaging was returned with the device, the device history record could not be reviewed.